Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning due to more than one thousand measurements of high impedance on the right ventricular (rv) lead. The lead switched to unipolar. Ventricular oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.